Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced pain at the implant site, but was not treated by the vascular surgeon. It was noted that the patient was in a rehab center, and they were transferred to the hospital. The patient experienced an infection at the device location and sepsis, and the device was explanted on (B)(6) 2025. The patient passed away the same day. It was noted that the barostim procedure was the cause of the infection, but in the opinion of the physician, there was negligence by the vascular care team. The site and physician declined to provide any additional information.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced an infection, and the device was explanted on (B)(6) 2025. The patient passed away the same day.